Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline pt) was confirmed. As received, the belt failed incoming functional testing. Upon investigation, the ECG c and d cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. In addition, there was a short in the rear te interconnect cable. The causes of the inability to baseline and the test failures are the damaged cables. The root cause of the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.

Event description:
While fitting a (B)(6) male pt, a zoll pt service rep (psr) contacted zoll customer support to report that the psr was unable to baseline the pt. The pt was issued a replacement electrode belt.